Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 130 mg/dl. Reportedly, customer continued using pump for insulin therapy.